Event description:
It was reported that the patient presented for a procedure. It was discovered that right atrial (ra) lead was exhibiting capture and sensing issue. The ra lead was abandoned, and a new lead was successfully implanted. The patient condition was unavailable.